Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit, including one swivel, was returned to fisher & paykel healthcare in (B)(4) for evaluation. The swivel was visually inspected and the circuit was pressure tested to check for performance. Results: visual inspection revealed a crack along one of the swivel wye ports. During the pressure test the broken swivel exhibited leak and was out of specification. Conclusion: we are unable to determine what may have caused the crack in the swivel wye of the breathing circuit. It is likely that the broken swivel has been subjected to physical force sufficient to cause it to break. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that one rt266 infant dual-heated evaqua2 breathing circuit had a cracked swivel wye connector. This was found during the initial setup test and prior to patient use.